Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a telemetry issue was experienced while the cardiac resynchronization therapy defibrillator (crt-d) patient was attempting to send a remote monitor transmission. Follow up yielded no further information. The crt-d remains in use. No patient complications have been reported as a result of this event.